Event description:
Following pulmonary artery banding and arterial switch operation, this pt developed supravalvar pulmonary artery stentosis (ps) approx 12 yrs later. A p188 stent was implanted. At f/u catheterization 7 months later, compression (with fracture) of the stent was found. This was treated with two p308 stents that were implanted simultaneously ventral to the distorted stent. However, distortion of both stents developed 1 month after implantation. Two more p308 stents were placed inside eacc distorted stent, they also gradually re-compressed. Aortography and cat scan showed compression of the stent by a markedly dilated pulsating sinus of valsalva. She waits for surgery.